Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 3 MDR's filed for the same patient (reference 3002806535-2016-00240 / 00242). Product location unknown.

Event description:
Patient was revised approximately 9 months post-implantation due to infection. The femoral head, acetabular liner and taper adapter were removed and replaced.